Event description:
The customer reported that the cine function was not functioning, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The following components were replaced: the video controller, image processor, cine drive, cine bridge and cine cables. The system was then found to be operating as intended.